Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/08/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch mmj616, xn18508g and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: please confirm when did this issue occurred? Unknown. What was the initial procedure? Unknown. What is the event day and procedure date? (B)(6) 2020. Could you please confirm if this 4 issues occurred in the same procedure? The same procedure and issues. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture separated from the needle. There were no adverse patient consequences reported. Additional information was requested.